Manufacturer narrative:
(B)(4). Additional information: upon follow up it was reported the patient experienced sterile peritonitis. The cause of the sterile peritonitis was unknown. The patient presented to ¿the unit¿ with cloudy pd effluent, it was not reported if the patient was hospitalized for the event. The same day as onset the patient was treated with intraperitoneal vancomycin 2 grams (one dose only) and ciprofloxacin 500 mg twice a day for 10 days (route not reported). At the time of this report it was unknown if the patient was recovered from this peritonitis event. Dianeal therapy was discontinued the same day as onset of the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced suspected peritonitis. The event was manifested by abdominal pain, cloudy effluent, and "feeling unwell." The cause of the event was not reported. The patient was hospitalized for peritonitis. The patient received unspecified treatment for peritonitis. Action taken with pd therapy and patient recovery were not reported. No additional information is available.